Event description:
A customer reported an alarm issue with the adc application in use with a xiaomi m2101k6g phone, (android operating system 12). The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced tremors, cold, headaches, and general malaise. The customer was unable to self-treat and was given oral sugar and water by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested for investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an alarm issue with the adc application in use with a xiaomi m2101k6g phone, (android operating system 12). The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced tremors, cold, headaches, and general malaise. The customer was unable to self-treat and was given oral sugar and water by spouse. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported missing low glucose alarm with the freestyle librelink application. Attempted to replicate the user¿s complaint. The user complaint was not able to be reproduced. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.